Event description:
It was reported that during the implant procedure, the catheter broke during slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. The catheter was damaged during use.